Event description:
It was reported to boston scientific corporation that an rx lithotripter compatible basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the ercp procedure, the physician was unsuccessful when trying to remove a stone from the common bile duct with a balloon dilator (device name unknown). The physician then used a trapezoid rx lithotripter compatible basket to capture the stone. Lithotripsy was attempted, however, the stone was not able to be crushed and the basket tip failed to detach. The physician then cut the handle off the basket sheath, and attempted to attach another lithotripsy device, (device name unknown) but the lithotripsy device was not compatible with the trapezoid rx lithotripter compatible basket. The device was cut a second time where the sheath meets the basket. The sheath was removed leaving the stone and basket inside the patient. The patient was transferred to a different hospital, where another ercp was performed to successfully remove the basket and stone from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.